Event description:
It was reported that the patient's inflatable penile prosthesis cylinder strength was weak so the physician added saline to the reservoir. Testing did not confirm a leak so no components were replaced. Following he procedure, the patient was stable and the event resolved.